Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working, and the two devices had no seal. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic modified duodenal switch (modds) on mobilization of stomach, two devices had no seal. There was no evidence of energy delivery and end tones heard and no re-grasp alert or other error that occurred after 10-15 good seals on 5mm or less on fat bundles. The jaw was not clean due too little to no tissue build up. Another device used successfully with the same generator. The patient had noticeable amount of extra bleeding which required more sealing, but blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant products: lf1944 - jaw lap lf1944 ligasure maryland 44 cm, lot# 21520137x vlft10gen - vlft10gen ft series energy platformx1, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.